Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient presented on (B)(6) 2018 for a routine follow up and in situ measurements showed affected channels. There is no history of head trauma and no indication of any causative event. Recipient may be re-implanted.

Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. Accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient presented on (B)(6) 2018 for a routine follow up and in situ testing showed affected channels. There is no history of head trauma, nor indication of any causative event or timeline. The user was re-implanted with a device from another manufacturer.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore two channels have been deactivated due to a short circuit between those channels. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient presented on(B)(6) 2018 for a routine follow up and in situ testing showed affected channels. There is no history of head trauma, nor indication of any causative event or timeline. The recipient was going to be seen and listed for re-implantation. Despite requested, no date for surgery has been made available.